Event description:
It was reported to medtronic neurosurgery that the device was tested and found to be ok before use. According to the report, the physician found the device to be leaking during the operation. The report stated that the patient has been discharged.

Manufacturer narrative:
The valve was patent. It did not meet the specifications for leak, siphon, reflux, or pressure-flow testing at -50 cm hydrostatic pressure (hp) due to a tear in the top membrane of the delta chamber. It is unknown how or when the damage occurred. The device met the requirements for pressure-flow testing at 0 cm hp and pre-implantation testing. There was proteinaceous debris observed in the interior and the exterior of the device. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).